Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The shafts, balloon, tip and welds were microscopically examined. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 70.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the reported information due to the additional damage found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05281 reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. After a non-bsc guide wire was placed in the lesion, a 2.50mm x 12mm maverick²¿ balloon catheter was advanced for dilatation but failed to cross the lesion. The device was removed and another 2.50mm x 12mm maverick²¿ balloon catheter was advanced but also failed to cross. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.